Event description:
It was reported to philips that there was a problem with the wireless footswitch, the wifi symbol was blinking red. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened and completed by using the wired footswitch. Remote service engineer (rse) evaluated device and identified that wireless footswitch battery and charger was faulty. Upon troubleshooting, rse found that the charger plug was not sticking well due to being bent. To resolve the issue, the charger was manually adjusted, and battery was replaced by customer. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.